Manufacturer narrative:
The unique device identifier (UDI) number is (B)(4). Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest patient factors (challenging anatomy) and procedural factors (perforation by the wire) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in germany, the patient underwent a valve-in-valve transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien 3 (s3) valve in a pre-existing surgical valve via a transfemoral vein approach. During the procedure, tension was noted in the commander delivery system and wire due to the patient's challenging curved vessel anatomy and heart axis. The patient experienced a drop of pressure two times. Subsequently, a cardiac tamponade was observed in the right ventricle. A decision was made to remove the delivery system with valve. The patient was placed on extracorporeal membrane oxygenation (ECMO) and subsequently converted to open chest surgery. It was noted that the left apex had been perforated by the wire. The injury could not be repaired, and the patient expired. The reported cause of the event was the patient's challenging anatomy, and the cardiac tamponade was reported to be the result of the wire perforation.